Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Upon review of the examples provided by the user and the sensor data available in the data management system (dms), escalation analysis indicated that there is some variability in the sensor values that could be attributed to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. The system was assessed to be stabilizing, with bg and sg values becoming more closely aligned over time with observed differences attributable to the expected lag between bg and sg inherent to the sensing technology and calibrations entered during periods of rapid glucose change. The user was advised to continue using the system and to enter calibrations when glucose trends are not changing rapidly.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.